Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/12/2016 with the following findings: the display screen had a line through it. A test display was installed into the pump and was found to be functioning properly.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was a line through the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.